Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, it was noted that the device had entered backup vvi mode due to event queue overflow. Technical support was contacted and the device was reprogrammed and the software upgrade was performed to resolve the event. The patient was stable with no adverse consequences reported.